Event description:
Patient (pt) said that they had a high frequency ins (implantable neurostimulator) from another company that quit working. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).